Manufacturer narrative:
The reported event of mechanical breakdown was not confirmed. Analysis did not reveal any mechanical problems. The device had normal mechanical operation. Visual inspection found the device was normal. No device anomalies were found.

Event description:
It was reported that a patient presented with alleged mechanical damage noted on the patient's pacemaker. Surgical intervention was completed on (B)(6) 2023. The patient was stable throughout.